Event description:
The pt received the scs system on (B)(6) 2010. It has been reported the pt is without stimulation as the pt has not charged his system for sometime which has led to battery depletion. The pt would like the system to be explanted. At this time, no surgical intervention has been planned to explant the system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.